Manufacturer narrative:
The device history record (DHR) for lot 724914 indicates that there were zero defects found in 544 visual samples and zero defects found in 694 physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued to this lot. There were no samples submitted with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause could not be determined based on the available information. There were no samples returned with this complaint, so the reported condition could not be confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for shield stalling/lock failure. The product met all defined acceptance requirements and was released. Based on the investigation and root cause analysis, the initiation of a corrective/preventative action (CAPA) is not required. The complaint was not confirmed and the potential root cause identified during the investigation based on the limited information was related to the user error. It¿s recommended the user consult the instructions for use included with the product for guidance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/26/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that a nurse sustained a needle stick with product which failed to lock after safety needle cover was advanced over the needle.